Event description:
On (B)(6) 2012, the pt was implanted with a conformable gore tag thoracic endoprosthesis. On (B)(6) 2012, the pt was implanted with a conformable gore tag thoracic endoprosthesis.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.